Event description:
It has been reported to philips that the system not booting up. The device was not clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system not booting past 00:00. After troubleshooting, rse advised customer to download new board software to flexvision pc. The issue is resolved by downloading the new board software to the flexvision pc. After downloading the board software, system was returned to use in good working order. The codes were updated based on the investigation outcome.